Event description:
As reported by edwards implant patient registry (ipr), approximately 6 years 2 months 20 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 20 mm sapien 3 valve, the valve was explanted, and a surgical valve was implanted. Subsequently, additional information was received via medical records revealing the patient underwent an open-heart surgery for "explantation" of the 20 mm sapien 3 valve and native aortic valve with debridement of the calcium from the native annulus and root enlargement of the noncoronary sinus to allow for implantation of a bigger size valve. The surgery was performed successfully. The 20 mm sapien 3 valve was explanted due to severe calcification on each of the valve's coronary cusps which were noted to be rigid with calcification. This was shown in the pathology report after explantation of both the valve and native aortic valve leaflets. The native aortic valve leaflets were also noted to be rigid with calcification. The patient had been presenting with shortness of breath.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors (hyperlipidemia, non-insulin dependent diabetes meletus (niddm) dm ii, and chronic kidney disease (ckd) stage iii) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.